Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a calcified lesion in the sfa using admiral xtreme dilatation balloon catheter. The lesion was moderately calcified, vessel was moderately tortuous. The lesion was pre dilated. It was reported that during the first inflation the balloon burst at 12atm. The physician completed the procedure using another balloon. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.